Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and venous air alarms occurred during a routine hemodialysis treatment. The operator attempted to remove air without success. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The event could not be confirmed or duplicated during evaluation of the returned cartridge. The source of the air could not be identified. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.